Event description:
The tip of the drill broke and pieces were left in the pt. The surgery was extended by 1.5 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.